Event description:
Immediately following a ptca procedure the pt complained of chest pains. The pt was rushed back to the cath lab where abrupt closure proximal of the implanted stent at the lad was confirmed. This was treated poba followed by implantation of another 2.75x13mm cypher des inside the previously placed stent.